Event description:
It was reported that the customer was hospitalized due to high blood glucose of 270 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. It was stated that the customer was released and she is at school. It was stated that the mother does not have the insulin pump available to troubleshoot. It was stated that the event leading to her admission was vomiting. The caller stated that the customer was treated with the insulin pump and manual injections. The mother stated that the insulin pump alarms no delivery at night. It was stated that insulin pump also alarmed while the customer was in the hospital. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.